Manufacturer narrative:
Section a2 - age: corrected. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with exposed wires due to damage to the outer jacket of the black power cable near the system controller. A log file was submitted (20240308_112235) and downloaded (e3200913) for review that showed overlapping events spanning approximately 28 days (13feb2024 ¿ 11mar2024, 20mar2024 per timestamp). The driveline was disconnected from controller on 11mar2024 at 10:51:21 for a system controller exchange. No notable alarms were active in the log file. The system controller was connected to a test system monitor, power module, mock loop and was functionally tested. The system controller was able to operate the mock loop for an extended duration without any issues or alarms activating. The outer jacket was removed at the site of damage to the cable, and fluid ingress was observed, but no damage was observed to the underlying wires. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller's black power cable had a tear with internal wires exposed. No abnormal controller alarms or pump faults were seen in the log file. The reported damage to the power cable appeared to be cosmetic. However, as it might lead to water ingress, it was recommended to replace the controller if the patient can safely tolerate. The patient reported to have forgotten to take their anticoagulation medication and was determined to be at a high risk for stroke/ thrombus and the clinical team opted to tape the driveline and was to wait until (B)(6) 2024 to perform the controller exchange. The controller was ultimately exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.